Event description:
A customer reported that, during cataract surgery with intraocular lens (iol) implantation an ophthalmic handpiece did not provide ultrasound. The surgery was completed on the same day using the new handpiece without any patient impact. This file corresponds to the event that took place on the latter of the two dates reported from the same facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.